Event description:
Allegedly revised due to hip pain. Suspected metal hypersensitivity. Not overweight. High activity level.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00480.

Manufacturer narrative:
Conclcusion: no conclusion can be drawn.

Manufacturer narrative:
Additional information received from litigation on (B)(4) 2019. Updated the implant date from (B)(6) 2005 to (B)(6) 2005.